Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned. Additional information obtained from the field representative which indicated that there was lead dislodgement. In addition, leads measurements were within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.